Event description:
Pt was revised due to a screw pulling through the thinline plate.

Event description:
The following information is a correction of the initial reported medical device report after completing a retrospective evaluation of the files. In 05/2004 a post operative x-ray was taken that showed that the swivel had pushed /pulled through and that the screw was within the disc space. No new information given regrding revision surgery. The initial reported MDR that was referenced as 1649384-2005-00011 was a combined report of three separate events from 05/2004 (1649384-2005-00011) and 05/2004 (1649384-2005-00064), 05/2004 (1649384-2005-00063) the information has been reviewed sand separate medical device reports are being filed.